Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated he was dizzy and lightheaded and may have passed out. The patient was referred to his physician due to the reported symptoms. No adverse patient effects were reported.